Manufacturer narrative:
Customer did not provide device serial number. A follow-up report will be submitted upon completion of the investigation. Patient information and unit serial number were requested from the customer, but no response received.

Event description:
The customer reported that the ventilator is alarming battery failure. It is unknown if the unit was in use on patient, and if there's any patient harm reported.

Event description:
The customer reported that the ventilator is alarming battery failure. The unit was not in use on patient and there's no patient harm reported.